Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
D4 - serial number (B)(4). H1 -serious injury. Manufacturing evaluation: the valve was received in the return kit, submersed in an unknown liquid. Visual inspection - we did not observe any deformations of the outer housing through the visual inspection. Permeability test - the results showed that the valve was not permeable. Adjustment test - the results showed that the valve could only be adjusted to 12-20 cmh2o. Braking force and brake function test - the test results were within the given tolerances. Results - in order to verify if the valve was affected by the known risks of hydrocephalus shunt therapy, as for example from substances commonly found in cerebrospinal fluid (csf) (protein, blood, or tissue), we tested the valve. It was found that it was not permeable. After the tests, we have taken the valve apart. Based on the results of our investigation, we can confirm the complaint of blockage. This was also shown by the deposits found within the valve, which had caused the malfunction. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.